Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material#: 304657. Batch#: unknown. Verbatim: I spoke with briefly this morning regarding the syringe that broke during a procedure causing blood to splash on the operator. He mentioned this is not the first time this has happened and there might be an ongoing issue more recently. Can you please gather some facts on the following: # of breakages in last 6-12 months. 2 that I know of, 1 occurred about a month ago. Case details and if there were safety reports entered on previous cases. Unknown product detail including manufacturer information and ps information. Procedure pack (B)(6) on is the product part of a kit or ordered individually? Has the product been switched or changed recently? Good?... I would defer to 10ml syringe is the offending item. Did we save the broken product? Nope. Dr. Just explained to me that she has noticed that if she has a 10cc syringe with 2cc of verapamil in it, and she aspirates a couple cc¿s of blood into the syringe to mix with the verapamil prior to infusion, blood will back up and leak out through the plunger of the syringe. She also said that they have had blood splashed up onto the ceiling from these syringes in the past.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one photo was received by our quality team for evaluation. With the photo alone, the reported defect could not be verified as leakage was not observed. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.